Event description:
It was reported that (1) device was used during a video assisted thoracic lobectomy surgery. It was reported by the affiliate that the atb45 staples would not form at all, but cut the tissue. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.